Manufacturer narrative:
The production lot number was not provided to the MFR therefore, the mfg production site is unknown.

Event description:
During a left hemi-colectomy procedure, a leakage was noticed intra-operatively. The surgeon oversawed to correct this situation. No patient injury was reported.